Event description:
Customer was hypoglycemic. Mother noticed that pump or patient delivered about a 25 unit bolus during the night. Daughter behaved very strangely. The patient was conscious, but very aggressive. She had hallucinated. Additionally, patient had a seizure. Upon determining the customer's blood glucose was 28 mg/dl, mother called an ambulance. Mother gave her daughter glucose gel and "glukogen". The customer was hospitalized, then transferred to a different hospital. It was reported that the customers condition is stable. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device has been returned.